Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a superficial infection at the ipg site. Drainage was noted. The patient was given oral antibiotics. Follow-up revealed the ipg site opened up and the doctor stitched it back up.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed CT scan and blood work was done on (B)(6) 2015. The patient reported bloody drainage. No pus was noted in the drainage. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's scs system was explanted on (B)(6) 2015. The patient is being treated with long term IV antibiotics.